Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional reporter: (B)(6), event site postal code: (B)(6). The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that at the start of intra-aortic balloon (iab) therapy, blood had entered the cardiosave intra-aortic balloon pump (iabp) through the fiber optic (fo) connection. Blood was leaking through a blood line which was coming along/against the fo connector because the luer-lock fitting was not properly sealed. There was no indication of a leaking iab. There was no patient harm or adverse event reported. This report is for the iab used in this event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-01744.